Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation of a frozen screen was not verified. The flashcard and software performed according to specifications. During the analysis it was identified that the flashcard contained 2 pc2003 archive databases. The most likely cause for the databases being on the flashcard is associated with the flashcard being inserted into a pc2003 device (possibly to transfer patient data from one handheld to another). Since the pc2003 databases were archive copies and not the current database, they had no functional impact on the device performance.

Event description:
It was reported on (B)(6) 2012 that the handheld's screen was freezing and that resetting does not help. No further information was provided. The handheld, flashcard, and serial cable were returned to the manufacturer for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device manufacture date (mo/day/yr), corrected data: inadvertently listed "na" instead of "ni". Labeled for single use?, corrected data: inadvertently selected "yes" instead of "no".